Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the fuses were open due to driving the imaging system while the uninterruptible power supply (ups) was at a low voltage. Following replacement of the fuses, the imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation. Device manufacture date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the line power light on the viewing station of the imaging system was not illuminated. There was no patient present when this issue was identified. No additional information was provided.